Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported the insulin pump had a bolus anomaly. The bolus didn't appear on the bolus history. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The pump was programmed with a basal rate, and was monitored. Several boluses were also delivered. The pump delivered all of the boluses and basal rates properly. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No history anomaly was noted. The pump was connected with a test glucose monitor, and it communicated properly. The pump was downloaded to care link pro, and the report showed the blood glucose readings done during testing. However, several alarms were found in the alarm history file. The alarms were due to a corrupt history file. The pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.